Event description:
It was reported that multiple cartridges were leaking from an unspecified location. Customer loaded a new cartridge to address the issue. The customer's blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer delivered a correction bolus via the pump to address bg.